Event description:
Rusch pediatric foley catheter was placed in an (B)(6) month old male. The catheter was sutured to the rusch pediatric foley catheter was placed in an (B)(6) month old male. The catheter was sutured to the patient's skin. When the child's diaper was removed it was noticed that the catheter was broken in half. Approximately 1" of the catheter was visualized coming out of the patient's penis by the patient's father. When the physician arrived to the patient's room the diaper was opened and the catheter could not be visualized. The catheter retracted back into the urethra. Patient showed no signs of distress or pain as a result. The non-retained half of the foley was saved and measured to be approximately 12.8cm in length. The total length of the catheter is approximately 28.6cm. Meaning the patient retained approximately 15.8cm of the foley catheter.